Manufacturer narrative:
A ge service rep performed an onsite investigation. The printed circuit boards in the mainframe and the chips in the generator interface printed circuit board and the fluoro functions printed circuit board were reseated. The voltages were increased. The rtos and the connections inside the workstation were reseated. The x-ray tube was recalibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not capture fluoroscopic x-rays. No pt injury was reported.